Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of high blood glucose readings and battery out limit from the insulin pump. The customer's blood glucose reading was 400 mg/dl. The customer stated that she has gone through 6 batteries with battery out limit alert. The customer treated her high blood glucose readings with manual injection. The customer was advised to monitor the pump and to call back if the issue persists.